Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I drank a but of the liquid for the prosthetics cleaning [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs 3 minuten) tablet for product used for unknown indication. On an unknown date, the patient started corega tabs 3 minuten at an unknown dose and frequency. On an unknown date, an unknown time after starting corega tabs 3 minuten, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs 3 minuten was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs 3 minuten. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on (B)(6) 2021. Consumer reported that, "I want to ask something this happens. I had washed my orthodontics device and well, the glass was at the table and had two glasses with water, about 4 hours passed and they were there and unintentionally I got confused, I drank a but of the liquid for the prosthetics cleaning".